Event description:
It was reported that the device showed a service indicator when pushing the shock button. The device did not deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has evaluated the device and verified the reported failure. Physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the the removed biphasic pcb assembly and determined that the cause of the reported failure was due to three shorted diodes, designators cr7, cr24 and cr27.